Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the fenestrated bipolar forceps instrument involved with this complaint to perform failure analysis; however, the evaluation is not yet complete.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the fenestrated bipolar forceps had a broken conductor wire. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use and there was no damage or anything out of the ordinary noticed. The damage to the instrument was discovered intraoperatively. It is unknown what specific surgical task was being performed when the issue was identified. The type of damage discovered was that the silver cable was broken. The wire was not exposed due to damaged insulation. It is unknown if there was loss of cautery as a result of the damaged cable or if arcing was observed during the procedure. There were no instrument or tool collisions that occurred during the procedure. There were no problems removing the instrument through the cannula. The procedure was completed with a backup instrument. The damage reported did not result in a fragment falling inside the patient. No photographic images are available for review. Patient demographic information was not provided.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have damaged conductor wire insulation at the yaw pulley. There was no fragmentation of the insulation, and the internal conductor wires were exposed. Although the conductor wire insulation was damaged, the internal wire was not frayed or fully broken. The instrument passed the electrical continuity test. The complaint regarding the broken conductor wire was confirmed by failure analysis.

Event description:
Refer to h11 for follow-up information.